Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The customer's blood glucose level was 87 mg/dl. At the time of the report, the temperature alarm was unable to be cleared. Reportedly, the pump was not within abnormal temperature conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due a different issue that was identified (recessed usb pins).